Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation diaphragmatic capture was lost during ablation of the right superior pulmonary vein (rspv). Loss of right side diaphragmatic motion was confirmed with fluoroscopy. No additional information on this event is available.